Manufacturer narrative:
Analysis of the tined lead found that all conductor wires were broken 5.1 cm from the distal end, near the tines.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, product type: lead. (B)(4).

Event description:
The healthcare professional, via the manufacturer representative, reported impedances were greater than 4,000 ohms on all electrode combinations. It was unknown what led to the issue. The patient experienced a loss of therapeutic effect. The lead was replaced about four days prior to the date of this report and the issue was resolved. No further information was provided. A follow up report will be sent if additional information is received.